Event description:
It was reported that as a staff member was moving the device, she fell backwards and hit her head on the floor. The staff member was transported to the hospital after the incident, where it was determined that she sustained a concussion.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician, where it was found that the tripping hazard; unexpected perimeter was not due to any component level malfunction with the stretcher. This issue was resolved for the customer by confirming functionality of the unit. The staff member operating the device fell backwards and struck her head. She was transported to the hospital, where she received emergency care, and it was determined that she sustained a concussion. She also received therapy and has not returned to work since the incident.

Event description:
It was reported that as a staff member was moving the device, she fell backwards and hit her head on the floor. At this time, no defect was alleged with the device, and upon evaluation of the device, no defect was found. Attempts are being made to gather additional details from the user facility.